Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube and corroded battery cap contact. The high operating currents including low battery and off no power alarm could not be verified due to the blank display. The device was also received with cracked case at display window corners, cracked reservoir tube lip and broken battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. He noticed the battery was dirty and changed it; the display returned but went blank again after a couple of hours. The blood glucose at the time of the incident was 178 mg/dl. The customer then reported that he found a piece was chipped off from the battery tube threads and a larger piece loose. Troubleshooting was not performed. The device was returned for analysis.